Event description:
It has been reported to philips that exposure was not possible. The customer performed multiple restarts, but the issue persisted. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Review of system log file identified x-ray control malfunction. Upon troubleshooting, fse found that one of the safety circuit breaker was active. The philips engineer regained the power to the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.